Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06404. It was reported that the patient presented remotely with atrial and right ventricular lead noise. The noise was unable to be reproduced in clinic and was not believed to be the result of electromagnetic interference. The physician elected to refer the patient for lead extraction. The patient was stable.

Manufacturer narrative:
The reported field event of noise was confirmed. Final analysis found external insulation abrasion at 32.0-32.3 cm from the pin consistent with lead friction to another device or feature of the heart. The cause of the noise was isolated to exposure of the outer coil in the abraded area.

Manufacturer narrative:
Additional information: the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information revealed that the leads were replaced on (B)(6) 2019 at(B)(6) medical center. The patient was stable.